Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10, h3: the device was reported as it was available and returned on the previous report. However, it was determined that the complaint device was discarded by the customer; therefore, unavailable for evaluation. Investigation summary ==> according to the information provided, it was reported that during the surgery of meniscus repair, after deployed two plates, could not tighten the suture. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a video was provided. Upon visual inspection of the video, it appears to have trouble tightening the suture. The video provide evidence of the failure reported into device, therefore complaint reported can be confirmed. Hands on complaint device should provide more evidence to be able to discern a root cause, however, device reported was discarded. The possible root cause can be related when the suture is at an angle which could disrupt the positioning of the plate, resulting in difficulty to tighten. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l54900, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscus repair surgery on (B)(6) 2020, it was observed that the suture could not tightened after being deployed two plates. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.